Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger was not powering on or charging a battery pack. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not powering on/does not charge battery) has been confirmed. Upon evaluation, the power brick was defective. The cause of the inability to power on and charge a battery pack is the defective power brick. The cause of the defective power brick is a damaged connector. The root cause of the recessed pins cannot be positively identified but was likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.